Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the device beeped and the display went out due to a defective main board. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high flow insufflation unit did not hold the pressure, suddenly emitted an alarm sound and deflated during an unknown procedure. There was a 20 minute delay to replace and complete with similar device. According to the reporter this had no impact on the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was assumed that the insufflation pressure could not be controlled due to the defect of the main board, and the phenomenon that ¿the display during the inspection disappeared¿ occurred. The cause of the main board defect could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.